Event description:
According to complaint in lawsuit, an infrarenal bifurcated stent graft was used for correction of an abdominal aortic aneurysm in 2007, during which a laceration of the left common femoral artery occurred.

Manufacturer narrative:
Review of lot records/work orders, prior reports, no issues were noted. The device met specifications prior to release. Due to lack of info , no conclusion can be drawn at this time.